Event description:
The customer reported that after pipetting an hbsag plate on summit the technician observed that no conjugate was dispensed to several wells on the microwell plate. No error was generated. No death or serious injury was associated with this incident.